Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician that the syringe pump will not detect the correct brand and size. The clinician will need to move the label out of the way so the syringe module can detect correctly. Currently, they are using texium for syringe infusions. No additional details were provided. There was patient involvement however no harm was reported.

Event description:
It was reported that the clinician that the syringe pump will not detect the correct brand and size. The clinician will need to move the label out of the way so the syringe module can detect correctly. Currently, they are using texium for syringe infusions. No additional details were provided. There was patient involvement however no harm was reported.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the facility report regarding the syringe pump not detecting the correct brand and size of syringe could not be confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. However, based on the information provided via email communication, it was reported that the syringe pump did not detect the correct brand and size of syringe unless the label was moved out of the way. A review of the system logs could not be performed as there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. According to the bd alaris system user manual version 12.5.0, the syringe module automatically detects the syringe size and prompts the user to confirm the syringe type and size. If the syringe is not recognized, the system displays ¿unknown syringe installed.¿ the manual advises that if a label is placed between the syringe barrel and the barrel clamp, it may erroneously enlarge the barrel size, preventing proper recognition. Additionally, if a component such as a needle-free valve is added to the syringe and is larger than the syringe diameter, it may interfere with detection. In such cases, the device should be inspected by biomedical engineering. According to the syringe loading tip sheet for alaris¿ pca and syringe modules, proper syringe installation involves five key steps: opening the syringe barrel clamp, raising the drive head to its fully extended position, inserting the syringe barrel flange between the grippers with the label and graduation marks facing forward, locking the syringe in place by aligning and releasing the clamp, and finally lowering the drive head until it contacts the plunger and securing it with the gripper control. These steps ensure correct alignment and secure placement of the syringe for safe operation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of the syringe pump not detecting the correct brand and size of syringe could not be determined, as no device or records were returned for investigation. However, the event may be related to interference from syringe labeling. According to the bd alaris system user manual v12.5.0, labels placed between the syringe barrel and the barrel clamp may prevent proper recognition by altering the perceived size of the syringe. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.